Event description:
During implant, the physician was unable to advance the guidewire in the right atrial (ra) lead. The event was resolved by replacing and implanting a new ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. As received, a complete lead was returned in one piece. X-ray inspection of the lead found inner coil was overtorqued at the connector region consistent with procedural damage. The stylet that was used in the field was not returned with the lead. Stylet insertion was unable to perform due to overtorqued inner coil consistent with procedural damage. The cause of the reported event was isolated to the overtorqued inner coil at the connector region consistent with procedural damage.